Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was mildly tortuous and mildly calcified. The nc trek 3.5 x 15 mm was used for post-dilatation and after several inflations, the balloon ruptured at 18 atmospheres. It was reported that the balloon was not soaked prior to use and there were no issues noted during preparation. There was no resistance during removal of the protective sheath. Another nc trek was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.